Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient said they have been having leakage and the device is not helping their symptoms. Patient said they increased stim and it is still not helping. Patient met with a medtronic representative at the healthcare provider office and the representative told the patient to change programs. Patient changed programs and it helped for a while but in the last 2.5 weeks the patient has had breakthroughs. Reviewed how to change program. Patient was able to change to a different program and increase stim to a comfortable level. Patient called back and reported the last few days had been pretty messy for their symptoms and they thought something was wrong with their programmer because they weren't able to increase the stimulation. Patient services walked the patient through connecting to their ins settings. The therapy was off. Patient services reviewed with the patient they hadn't been able to increase because the therapy was off and walked the patient through decreasing the stimulation a bit and then powering the therapy back on. Patient then increased the stimulation to a comfortable level where they confirmed they felt it in their bike-seat. Patient took their antenna away from their ins site and patient services had the patient press the programmer power button but the patient stated it didn't power off, it just went back to the sync screen. Patient services reviewed programmer maintenance. Patient kept seeing the sync screen when they went to press the programmer power button so the patient took the batteries out of the programmer. Patient provided patient services with their programmer serial number. Patient to monitor their symptoms now that a change had been made and make an appointment to follow up with their hcp to check the implanted system. Patient stated the last time they went to their hcp office a rep was there. Patient services reviewed the role of the rep with the patient and the patient is going to follow up with hcp and request that a rep be at their appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy was off was determined. The patient stated it was supposed to only last 3 years, lasted 7 years. The steps to be taken was surgery to remove old one and place a new one. Surgery scheduled on (B)(6) 2025. The cause of the programmer not turning off after pressing button was not determined. Most likely due to age. Issues not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.